Event description:
It was reported that during a cholecystectomy procedure, the endo applicator was used with patients and three of devices presented the same case. Clip posted in a duct, fell with legs crossed with effect "neck" and resulting legs were not as should be aligned lengthwise. Tested on any effort without square fell well placed, but when ligated banked branch and the minimum pressure head, this all wrong deforms applied clips.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.